Event description:
Boston scientific crm received information that during the first remote interrogation of this implantable cardioverter defibrillator (ICD) via the latitude system, no atrial episode electrograms were available for viewing despite the indication that 9600 episodes were in the arrhythmia logbook. Technical services advised that a save to disk be performed for analysis. The device's stored memory was reviewed and evaluated by boston scientific crm engineers. Analysis found that built-in device self-diagnostics detected unexpected changes in certain locations of device memory that control episode data. In response to this, the device initiated a warm reset in an attempt to correct this problem. The processing performed during this warm reset was appropriately executed, however, a firmware design issue prevented the device from initializing specific data variables used to control episode data. Eventually, the unutilized data variables prevented new tachycardia episodes from being properly recorded and resulted in the device resetting during the onset of an episode of tachycardia. Consequently, the ability of this device to deliver tachycardia therapy was compromised. Following a reset, the device performed as intended. Subsequently, the device was explanted due to normal battery depletion and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.